Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient experienced multiple episodes of ventricular tachycardia (vt) during impella cp support. As a result of bleeding, complications at the extracorporeal membrane oxygenation (ECMO) insertion site, impella flows began to drop, and the patient became hypotensive. The left ventricle was believed to be significantly underfilled, and the patient went into multiple episodes of vt requiring shocks. It was stated that the impella pump was thought to be the culprit of the vt, and the pump was subsequently removed. The vt resolved following explant.

Manufacturer narrative:
The investigation has been completed since the original report was submitted. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the ventricular tachycardia/ventricular fibrillation was not determined. G.1 revised reporting contact fax number from the initial submission in accordance with updated procedures. H.6 code 4641 was reported incorrectly on the previously submitted report.